Event description:
It was reported that suture placement in the femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation interventional procedure. Reportedly, the suture came out when the device was removed (with the knot being intact). The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 8.5f sheath, and the atrial fibrillation procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out when the device was removed (with the knot being intact)¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.